Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) reading fluctuated. The device was not changed out, as the customer watched the partial pressure of oxygen (po2) to make sure the patient was not hypoxic as well as running the fractionated of inspired oxygen (fio2) a little higher to compensate. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.